Event description:
It was reported that when an indwelling bladder foley catheter was inserted into the patient, and an attempt was made to inflate the fixation balloon using a sterile distilled water syringe, contamination of the syringe connection was discovered. Sales rep confirmed that floating matter was found in the syringe.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. The sample has been evaluated and found to contain approximately 10ml of sterile water remaining inside the syringe. The syringe cap was securely attached at the tip, and the plunger was positioned above the 10ml mark. Visual inspection noted that there were loose black particles floating inside the water of syringe. A potential root cause for this failure mode could be, ¿defect components from supplier¿. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when an indwelling bladder foley catheter was inserted into the patient, and an attempt was made to inflate the fixation balloon using a sterile distilled water syringe, contamination of the syringe connection was discovered. Sales rep confirmed that floating matter was found in the syringe.